Event description:
Tpn [total parenteral nutrition] tubing with multiple instances of specific lot number leaking. One reported instance was ns [normal saline] pooled where the port meets the pump. The other was sterile water spraying out of the top of the white connection where the tubing meets the pump.